Event description:
An impella cp device was inserted into the right femoral artery in a 64-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage c shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). After completion of the pci, position was checked and noted to be angled toward mitral valve. Multiple attempts were made to reposition without success. The decision was made to replace the pump. In the process of exchanging pumps, the patient went into cardiac arrest. A new pump was placed, and return of spontaneous circulation (rosc) was obtained. A repeat echocardiogram showed the pump in good position. No further complications were noted. The post-procedure outcome is survived at explant. The impella functioned at p-7 at 3.0l/min as intended. The impella is being reported due to the temporary hemodynamic support interruption during the exchange.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax) upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details. The cause of the positioning issue was unable to be determined due to insufficient clinical details.